Event description:
It was reported via legal documentation that approximately 69 months after a left total hip replacement procedure, the patient has experienced living with an adulterated, misbranded, defective device implanted. Future revision surgery may be required for polyethylene wear. No additional information is available.

Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, health effect - impact code manufacturer narrative updated: based on the available information, the most likely cause for the reported prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
A2-3: added patient d.o.b and gender d4-5: corrected suspect product catalogue, serial and UDI numbers d10: concomitants: (B)(6), 186-01-54 - integrip cc, cluster 54mm, g2, (B)(6), 160-33-14 - nv splined ha rdd x/o sz 14, (B)(6), 170-36-93 - biolox delta femoral head 36mm od, -3.5mm, g4: added 510k number.